Event description:
It is reported that the pt was revised due to pain, instability, and clunking.

Manufacturer narrative:
Eval summary: upon eval of the articular surface, rotational wear is present on the bottom surface of the poly, indicative of third body particles being trapped between the poly and the baseplate. Also, in the superior surface there is severe pitting and damage, and is more concentrated in the medial compartment. Additionally, the eminence is fractured off, and the remaining portion of it is worn down. The tibial and femoral components seem to be in good condition, and the tibial component seems to have had a good cementing technique based on the absence of precoat residue. No x-rays were supplied. Also, no surgical notes were provided so it is unk if the proper surgical technique was followed. However, from looking at the wear pattern in the articular surface, it seems that the tibia may have been internally rotated, the femur may have been externally rotated, or both. Without additional info, the exact cause of failure cannot be conclusively determined at this time. Eval codes: review of the device history records did not find any deviations or anomalies.